Event description:
Complainant alleged that during training by a zoll medical sales rep, the device displayed "bridge test failed" when attempting to charge energy. Complainant indicated that there was not pt involvement in the reported malfunction.